Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay, damaged keypad overlay texture and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient's blood glucose was high and the customer alleged possible under delivery. It was reported that blood glucose was 410 mg/dl and treatment it by syringe. Customer dose not agrees that the pump was operating as designed. The insulin pump will be returned for analysis.